Manufacturer narrative:
A customer letter was mailed on (B)(4) 2010 concerning this issue and included a mitigation plan that included discarding all vitamin b12 reagent pack lot 916277. This customer e-mailed a response back to bci on (B)(4) 2010 stating they had read and understood the letter.

Event description:
Labeled free t4 reagent lot 916293, expiration date october 31, 2011 but upon opening found reagent packs labeled vitamin b12 reagent lot 916277, expiration date november 30, 2010 inside. The customer contacted bci hotline and was told to discard the packs. No erroneous results were generated.